Event description:
The customer alleges that on insertion the doctor experienced difficulty to advance the stimucath through the insulated plexus block needle. The stimucath got stuck in the needle. When the doctor pulled the stimucath back, the tip of the needle cut the stimucath catheter. The stimucath catheter and insulated plexus block needle were removed completely. Another attempt was successfully completed. No patient injury or complication reported.

Manufacturer narrative:
Qn# (B)(4). The device sample was not returned for evaluation at the time of this report.